Event description:
This patient was presented to cath with cardiogenic shock from the emergency room he was treated with a cypher stent in a totally occluded, restenotic lesion in the mid lad that was treated with a taxus stent six months earlier. The lesion was also initially treated with a bare metal stent, then by single vessel coronary artery bypass graft. Tehre was flow through the cypher stent after it was placed but there was no anterior wall flow. Immediately after the physician checked the deployment of the stent, the patient had ventricular tachycardia and died on the table.